Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: d1, d4. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Unstuck the cable and unit was ok. To prevent this issue from happening again, sister have agreed that the cable will be at the longest length and they will coil it manually themselves. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Event description:
It was reported that during pre use check discovered by customer, the cardiosave intra-aortic balloon pump (iabp) units cable was stuck. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).